Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ia endoleak complaint is confirmed. The incomplete polymer fill of the contralateral limb is confirmed. This is consistent with the reported adverse event/incident. There was a sharp infrarenal angulation that could have contributed to the reported incomplete contralateral limb fill; however, a definitive cause could conclusively be determined. It was reported that despite attempts to manipulate the delivery system and inflate the integrated balloon, polymer injection was initially unsuccessful and only occurred gradually over time; this delayed flow likely contributed to incomplete polymer ring fill. The reason for the initial failure to inject polymer is unclear. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms could not be determined. The endoleak was resolved, and the procedure was completed; however, the patient¿s final status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b6: relevant tests and lab data has been updated. G3: date received by manufacturer has been updated. H6: investigation type codes: remove code 4118. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Available patient medical records and imaging studies have been received for evaluation by a clinical specialist. A follow-up report will be submitted upon completion of the clinical assessment. H3 other text : device remains implanted

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2025. The main body was deployed via the right access and polymer fill was performed. However, the polymer would not inject at all. Manipulations such as pushing and pulling the delivery system and inflating the integrated balloon were attempted, but the situation did not immediately improve. The polymer appeared to be injected gradually as time passed. Angiography of the contralateral leg ring was weak, indicating incompletion of polymer fill. The expansion was incomplete and cannulation was performed using the crossover lumen. 14 minutes had passed when cannulation was successful. The proximal main body was then expanded using a balloon. A significant type ia endoleak was observed. The endoleak did not improve despite balloon touch-up. Therefore, a gore cuff (non-endologix) was deployed. The endoleak did improve, but the remaining leak was deemed too significant for simple follow-up. The physician elected to deploy seven coils between the sealing ring and support ring. The endoleak was resolved, and the procedure was completed.